Manufacturer narrative:
Concomitant product(s): a 5071 lead, implanted: (B)(4) 2004; a 1688t lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibiting noise. High impedance was also observed. The patient also received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.